Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: additional product analysis: the pump was evaluated on 10/16/2015 with the following findings: during testing, the display screen was found to be dim and discolored.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the battery compartment was found to be cracked in two places. Unrelated to the initial complaint, the audio bolus button cover was damaged. The button responded appropriately during testing. The cover was removed and the slug was found to be misaligned. Evidence of contamination was found under the contact.